Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, aortic valve replacement(avr) and ascending aortic replacement were performed on the patient, and a 19mm sjm trifecta valve was implanted in the patient's aortic position. In (B)(6) 2020, the patient was diagnosed with an aneurysm of valsalva sinus, and a surgery was performed on (B)(6) 2020. When the surgeon confirmed the implanted trifecta valve during the surgery, calcification was found on the valve. The trifecta valve was explanted, and a bentall procedure using a 21mm carpentier-edwards perimount magna aortic heart valve was performed. Upon explant of the trifecta valve, pannus was observed on the inflow side, and significant calcification was observed on the outflow side of the leaflets. The patient was sable and there are no other comorbidities on the patient, such as dialysis.

Manufacturer narrative:
The calcification and pannus seen at explant was confirmed. Leaflets 2 and 3 contained calcifications. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces which narrowed the inflow diameter and extended onto all three leaflets. All three leaflets had fibrous thickening. A horizontal fold was present in leaflet 3. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the calcifications could not be conclusively determined.